Event description:
No injury alleged. Malfunction alleged. It was reported by provider that the emergency pull is breaking off of the rpl450-2 lift. Al in tech states if it is pulled too hard it will break the plastic piece as well as you hold it to stay up it will slowly go down with weight, non warranty. Unit is in a facility and many personnel work with the unit. MDR filed.